Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod for longer than 48 hours having a large blister at the pod infusion site (abdomen). The patient reports they had gone to their primary care physician where a nurse had diagnosed an abrasion at the pod infusion site. No additional information is available as to this event.